Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was flashing white while trying to deliver a bolus. Customer also reported that the insulin pump screen buttons were unresponsive. No significant events leading to display or keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. No missing segments, partial display, foggy display or flashing display during testing. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the printed circuit board was locked properly during visual inspection. Pump passed the leak test. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.